Manufacturer narrative:
The serial number of the e 602 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+b on a cobas e 602 module. The sample initially resulted in an hcg + b value of < 0.3 miu/ml with a data flag. The patient complained about the result after being tested at another location. The sample was repeated twice, resulting in hcg +b values of 35527 miu/ml and 34470 miu/ml. The value of 35527 miu/ml was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. Upon review of the alarm trace, abnormal probe aspiration alarms were observed. The field service engineer found a clot in the sample probe. The probe was cleaned and pinch tubing was replaced. Air purges, reagent primes, mechanism checks, and precision studies were successful. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.